Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; the proximal segment was returned for analysis. (B)(4): no anomalies found; the proximal segment was returned for analysis. A white substance was observed on the outer insulation.

Event description:
It was reported that both leads had high/unstable thresholds, no capture and high impedance. The leads were capped and replaced. No patient complications have been reported as a result of this event.